Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# va0rj2q, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0rj31, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0psjz, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0pd94, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a bad fall about a week ago at (B)(6). The patient stated their back had been hurting really bad since their fall. The patient stated their leads migrated about 3 months ago and a revision was being scheduled, their healthcare provider (hcp) to find a facility to do the revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the revision surgery had not been scheduled yet. It was stated that it should be scheduled within the next month. No further complications were reported.